Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, add gel/replace belt messages) was isolated to the electrode belt¿s distribution node (dn) to rear te cable being severed, damaging wires within the cable. The belt did not pass detect and treat testing. The root cause for the severed cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages and the electrode belt cable was damaged.